Event description:
Customer received results of 32 mg/dl on the inform ii system and 51 mg/dl on a lab value drawn within 10 minutes on a neonate. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.